Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital rep that the pt was admitted for gi bleed. The pt was treated with small bowel resection. The pt was discharged and is doing well.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.